Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as the patient¿s cat bit the supply line in use on the homechoice device. The patient was retrained on aseptic technique. The patient was not hospitalized for the event. Five days after the onset of peritonitis, the hp started treatment with intra-peritoneal (ip) gentamycin 35 mg, daily, for two weeks. The patient was reported to be non-compliant with initial treatment and treatment was ongoing with ip gentamicin 30 mg, daily, for three weeks. Dianeal therapies were ongoing. At the time of this report, the patient was recovering. No additional information is available.